Event description:
Additional information: it was later reported that they were unable to aspirate the catheter during the dye study on (B)(6) 2013. An occlusion was indicated, location unknown. The catheter was replaced on (B)(6) 2013. It was added there was no issue with the pump. Patient sustained no injury and following catheter replacement patient was doing well. Drugs delivered via the device were now reported to be morphine 3mg/day, clonidine 66.5mcg/day and bupicacaine 3mg/day.

Event description:
It was reported on (B)(6) 2013 that the patient experienced signs of drug withdrawal and underdose symptoms following a pump replacement. Patient was hospitalized and given a fentanyl patch to accommodate withdrawal symptoms. All pump replacement programming was reported to be correct. On (B)(6) 2013, the patient¿s pump was read and logs check and everything was noted as correct. It was noted that the patient have a pump/catheter dye study scheduled on (B)(6) 2013. Fentanyl was in the pump. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Product ID: 8598a lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID: 8709 lot# j11332r30, implanted: 2002 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).